Event description:
It was reported that this left ventricular (lv) lead exhibited an insulation breakage or damaged during the procedure and lead repair kit was being used. Impedances and threshold measurements were normal before and after the procedure. This lv lead remains in service. No additional adverse patient effects were reported.